Event description:
Medwatch (user facility report) stated that a pt postoperatively, was using the pca pump for morphine pain medication. "The lock out on the pump was set incorrectly and the pt received 28 mg of morphine in 4 hours instead of the ordered maximum of 10 mg in 4 hours. The pt went into respiratory arrest and was coded. The family members were pushing the pump for the pt whenever pt moaned."